Event description:
Additional information received indicated that the patient's insertable cardiac monitor (icm) was explanted.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed by software analysis. Based on the information provided, it was determined there was unexpected increase in the current drain and drop in the battery voltage, resulting in battery depletion. The root cause of the unexpected increase in current drain and drop in voltage could not be determined with the available data. As a part of this finding, abbott is performing additional investigation.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed, and the patient was stable.